Event description:
A patient reported issues with a pump that had charging difficulties, requiring precise placement of the charging cord in the port to function correctly. Additionally, the pump showed signs of physical damage with dents and scrapes due to wear and tear. There was no adverse impact on the customer's blood glucose level reported. The customer declined further assistance, troubleshooting, or follow-up, resulting in no additional actions being taken by technical support.